Event description:
Upon removal of the catheter, a break at the joint between the larger and smaller lumen catheters was identified.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.